Event description:
The consumer's family member reported that the patient had a return of symptoms. They could not troubleshoot due to lack of access to the product. The patient was not feeling stim and the patient felt stim was not controlling her symptoms. The family member thought the patient was on program 2 at 3.5v or something like that. Additional information from the health care professional (hcp) reported that the patient had an infected pocket and was scheduled to have surgery. The patient did not notify the hcp of the complaints of the sacral nerve stimulation not functioning. When the hcp was asked about the cause of the event, the hcp noted that the patient did not state her reported issues at any visit but she sustained trauma to the battery location. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.